Manufacturer narrative:
There was no reported device malfunction, and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in electronic instructions for use guide wire hi-infiltrac, cto, FDA as a known patient effect of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to circumstances of the procedure as an unspecified stent was implanted to treat the dissection. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a percutaneous coronary intervention (pci) the ht infiltrac guide wire was advanced through the unspecified lesion; however, a dissection was observed in the distal portion of the marginal vessel and distal descending artery. An unspecified stent was implanted to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.